Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jucqx039 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (jucqx039) have been reported from the same facility.

Event description:
It was reported by the facility that a number of their patient's had one or more of the following issues with their IV kits: the IV separated during contrast injection. The IV connections had to be completely taken apart (tape, IV extension, etc.) And redone with a new extension. A new IV had to be placed because the first one could not "be saved." The facility has stated that they believe this happens because the device hubs (extension set w/ smartsite) unscrews from catheter hub, causing disconnection of device. They noted that this occurs with or without the securement device. No patient injury was reported.